Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the balloon on the short port would not stay inflated. The inflation valve was in place. A new kit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that there were no non conformities with the device. The device was very bloody. Additionally, the tissue welder was received with the jaws charred, the shaft kinked in the center, and bloody. A functional test was performed on the device. The balloon was inflated with 25 cc of air and was able to be inflated, remain inflated, and deflated. Based upon this, the reported complaint could not be confirmed. Internal file number - (B)(4).